Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger . Product ID 97755 lot# serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having trouble charging their implant and the issue began a good month ago. Patient stated they would get the implant charged and the next time they checked it would say terminated. Patient said sometimes the machine would say stimulation off. Patient service asked patient to check for damage on the recharger and patient said they did not see any damage. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on and reinserted the battery and confirmed controller was 100% and implant was 50%. Patient then connected the recharger and confirmed charging excellent. Agent asked, pt denied seeing any other error screens and stated she lets the controller screen go dim when charging implant, pt confirmed that the recharger wiggles in the controller port. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent asked, pt stated they never realized if their implant was low when controller says stim off, agent walked pt through turning stim on. Patient (pt) called back stating they received replacement recharger form this case but, "it says terminated also" when they are trying to charge the controller. Agent asked clarifying questions pt stated the top battery (controller) showed terminated at 50%. Agent observed pt may not have known which battery percentage was saying terminated. Pt then stated the paddle gets hot. Agent had pt plug controller into ac power supply and confirmed green flashing light on the controller and showed 50% recharging and implant at 90%. Agent had pt inspect for damage and reported no visible damage to the recharger or the controller port. Agent asked pt confirmed the replacement recharger does not wiggle inside the controller port. Agent had pt start implant charge and pt stated the controller sounds like "electricity" when trying to find the implant in my back and when implant is found, the sound goes away. Pt stated rep told them to reset the controller and that seemed to resolve the issue. Agent recommend to monitor controller charging and implant charging with replacement recharger, document any issues, and can call back if needed. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Product ID 97755, serial# (B)(6), product type recharger. H3: analysis of the recharger found recharger never got hot after running it for 10 mins. Strain relief unbonded from donut. This does not impact the functionality of the recharger. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.